Event description:
During a service intervention, a maquet field service technician (fst) reported that the prc 7501 unit was not mounted to the ceiling tube properly. Two broken screws from the vertical suspension tube have been detected. The device was not being used to treat a pt during the event. (B)(4). (B)(4).

Manufacturer narrative:
While on site for a non-related service visit at the (B)(6) hospital, (B)(6), a maquet field service technician (fst) found two of the ceiling fixing screws broken. Prismatic maintenance instructions in the operating manual ((B)(4)) request to verify stability of the suspension tube, as well as fastening of the securing screws. Root cause for this incident is the non-replacement of the screws that broke gradually over time, as well as a lack of periodic verifications as per the manufacturer's instructions. Maquet inc is not the primary service provider for this hospital. No other service information was provided. The fst has spoken with ms. (B)(6) administrative director of preoperative services ((B)(6)) about the importance of checking and repairing the down tube bolts. At the date of this report, the fst is awaiting customer approval to complete the repair. Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet s.a. Provides product failure investigation, analysis and resolution for the device described in this report.